Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer on 11/29/2017. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and revealed that the most recently programmed infusion parameters are consistent with the customer-reported parameters and the event history log did not reveal any abnormalities which may have contributed to the customer-reported symptom. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed the device to deliver within specification at all tested flow rates. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed during therapy. The device was programmed to infuse 3% sodium chloride and the registered nurse (rn) was unable to use the drug library due to a lower hard limit. The rn then reprogrammed the device to infuse at a rate of 10 ml/hr with 95 ml volume to be infused (vtbi) using basic mode in the medical surgical care area. After 2.5 hours the rn observed the device displayed the volume delivered as 25 ml; however, the 100 ml bad was empty. The customer reviewed the event history log and noted the infusion began at 14:33 at a programmed rate of 10 ml/hr and a vtbi of 95 ml. The log showed at 16;47, the vtbi was at 72.7 and 22.3 ml had infused. The log showed that two minutes later, the device went into battery sleep mode, then at 17:45 the device was reprogrammed and a lower hard limit had been hit. At 7:50 the log shows the vtbi programmed as 100 ml and the programmed rate changed to 28.5 ml/hr. At 17:51 in the log, the rn attempted to change the rate to 10 ml/hr and hit a hard limit. There was no patient injury or medical intervention associated with this event. No additional information is available.